Event description:
Device malfunction: none. Time of malfunction: during vessel closure. Symptoms/ae: bleeding, inflammation, hematoma, pseudoaneurysm. It was reported that a physician trained in the use of the starclose se device achieved arteriotomy closure of the left common femoral artery after an interventional procedure. Reportedly, prior to arteriotomy closure, a hematoma was present. Some bleeding was present when the starclose se was deployed. After clip deployment, manual compression was applied for about 10 minutes. A c-clamp was placed on the groin and the patient was transferred to intensive care unit in stable condition. The next day, a softball size hematoma developed secondary to a pseudoaneurysm. Exploratory surgery revealed an inflammatory reaction around the common femoral artery. The aneurysmal sac was opened revealing a 4-5mm hole within the artery, which was directly repaired with sutures and evacuation of the hematoma. The starclose se clip was not identified. It was reported that the patient tolerated the procedure well and was transferred to the ICU in stable condition with palpable pulses within the bypass graft and foot. There were no other reported adverse patient sequelae. Though requested, no additional information was provided.

Manufacturer narrative:
Improper method - patient selection. The instructions for use for the starclose se device state, "special patient populations: the safety and effectiveness of the starclose vascular closure system have not been established in the following patient populations: patients having a hematoma, pseudoaneurysm, or arteriovenous fistula present prior to sheath removal". During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete.